Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed that the polytetrafluoroethylene (ptfe) insulation was bunched and conductor coils were deformed, consistent with the lead being placed through a constricted area. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test confirmed it did not extend and retract as expected. Based on the reported clinical observations and the laboratory findings, it appears this lead was damaged while being maneuvered in a constricted space. Subsequently, the deformed conductor coils prevented adequate torque of the lead to successfully extend and retract the helix. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to physician was unable to reposition the lead due to tight superior vena cava (svc). This lead was replaced with the same model. No adverse patient effects were reported.